Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Registered nurse reported via phone call that the customer was hospitalized due to the high blood glucose on a unknown date. The customer¿s blood glucose level was 324 mg/dl. No further information was provided. The insulin pump will not be returned for the analysis.